Event description:
During a procedure to the iliaca communis, the balloon of the palmaz genesis opta pro ruptured at unk atms. The event most likely occurred before inflation; however, when inflating the balloon, a leak was noticed and the balloon would not inflate. The stent delivery system was retrieved without difficulty. The lesion was very calcified. The lesion was approached contralaterally. The pt had claudication. The stent was never implanted and never deployed from the system. After pulling back the guiding catheter from protecting the stent, the physician moved the whole stent system a little bit, which may have caused the balloon ruptured. Another genesis was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp). This review was extended to subassembly part number e7136989 with lot number 0306060606. This review revealed that he subassemblies met all requirements per the applicable mqp as well, including burst test values. This product is available; however, it has not been received for analysis. Add'l info will be provided within 30 days of receipt.